Event description:
It was reported that the customer received a compromised force sensor system alarm. The drive support cap was sticking out. She was filling the tubing when insulin squirted. Her blood glucose level was 71 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to verify a33 alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, reservoir tube, battery tube threads, broken belt clip slot, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.